Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had "small vertical stripes" and was missing pixels in the center part of the display. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.